Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use. During preparation, it was noted that the 1.25mm rotalink plus was "activating" but rotational speed could not be displayed on the console the device was set up again and powered on and plugged in at the different location but the issue was not resolved. The procedure was interrupted for 20min. Eventually, the advancer was replaced with another of the same, the issue was resolved, and the procedure completed. No patient complications were reported and patient's condition was good.